Event description:
It was reported that when using the bbd pyxis¿ medstation¿ es auxiliary, all cubies in drawer 6 were not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.